Event description:
The customer reported that her bg levels have been consistently out of her goal range, resulting in frequent high readings (253-greater than 300mg/dl). As a result of the high bgs, she had to go to the ER. No additional info was provided regarding the hospital visit or the pod associated with the episode. No product will be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.